Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a sudden no external power alarm while on their mobile power unit (mpu). The yellow wrench light was flashing. The patient tried plugging into a different outlet and the same yellow wrench was noted. The yellow wrench was noted in clinic as well. Log files confirmed multiple no external power alarms while connected to the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file and via evaluation of the returned mobile power unit (mpu) (serial number: (B)(6)). The log file contained approximately 1 day of data (30may2022 ¿ 01jun2022 per the timestamp). Multiple no external power alarms were observed on 01jun2022 from 14:22:17 to 14:35:37 due to total losses of power while connected to the mobile power unit (mpu); the alarm resolved when the voltage returned to the appropriate range each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The returned mpu was evaluated at service depot revealing multiple kinks along the patient cable jacket. The mpu was then tested in a mock circulatory loop and a no external power alarm activated; a yellow wrench symbol also triggered on the mpu. The issue was isolated to the returned patient cable during testing. The mpu failed functional testing. A purchase order for the repairs was sent to the customer and the customer declined. The unit was forwarded to product performance engineering (ppe). During testing of the mpu by ppe, intermittent no external power alarms were observed while manipulating the patient cable; the system controller backup battery supplied power to the system during the alarm. The patient cable was then tested and it was observed that the yellow wire, which is associated to a redundant power line, was shorting to the cable shielding when manipulating the cable. The insulation portion underneath the damage on the patient cable was removed and small tears were observed on the underlying layers of the patient cable. Further inspection of the underlying wires revealed exposed conductors on the yellow wire. There was a potential for contact between the power wire and the patient cable shielding; physical contact of the exposed power wire and the cable shielding would result in the reported alarms. No other issues were observed. The reported event was determined to be due to an electrical short between a redundant power wire and the cable shielding; however, the root cause of the damage on the patient cable could not be determined. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2022. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the mobile power unit (mpu) patient cable for twisting, kinking, or bending which could cause damage to the wires inside. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", and heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿, describe how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the mpu. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.